Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was not recognizing the battery. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting a completely depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. However, although the component was able to properly charge, the technician was unable to understand the circumstances around the gas gauge register status flags. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor. Upon response from the vendor, it was clarified that the battery mode cf flag is not indicative of a component malfunction, but instead is an indication that the battery needs to be calibrated to obtain a more accurate state of charge reading. The battery was successfully calibrated and the flag returned to normal. As such, there was no sign of a component failure and the battery was deemed to be fully functional.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect component return. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was not recognizing the battery. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, suggesting a completely depleted or faulty battery. Upon evaluating the returned battery, it was found that the battery was recognized and able to charge in both the mrx heartstart and cadex charger. However, although the component was able to properly charge, the technician was unable to understand the circumstances around the gas gauge register status flags. Due to this abnormality, the component was determined to be faulty and was scheduled to be returned to the vendor.

Event description:
It was reported to philips that the device was not recognizing the battery. There was no patient involvement.